Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm pericardial aortic valve that required valve in valve intervention after an implant duration of 15 years and two (2) months due to stenosis and severe structural valve degeneration. Per obtained medical records, the patient presented with increasing dyspnea on exertion and functional class iii approaching functional class IV, cardiomyopathy and depressed left ventricular function. The patient was successfully implanted with a 26mm transcatheter valve within the existing valve. The patient was reported to be doing well.